Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the gore internal case number. H3 other: an imaging evaluation is being performed. H6 investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a left ¿peripheral artery disease (pad)¿ long-distance occlusion with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that the physician advanced the vsx device through an 8 fr terumo sheath and over a 0.018¿ wire with the goal of placing it near the profunda outlet. The physician inserted the vsx device, beyond the target location and pulled it back to place it appropriately. He noticed a slight resistance he was working against, but not strong as he said, and then the resistance was gone. The physician removed the catheter out of the patient and found that the tip of the catheter was no longer at the front. The compressed vsx device was also still in the vessel and the deployment line was sticking out. The physician was able to release the vsx device by pulling on the deployment line where it was located. They removed the tip via a previously created transpedal access by moving the tip distally with a pta balloon catheter, without dilation. Later, two more vsx devices and two more bare metal stents (bms) were implanted successfully. There was no report of patient harm and the patient was doing well.

Manufacturer narrative:
Imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: four radiographic jpeg images provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot identify any dislodged portions of catheter with images provided. One image shows one vsx (gore® viabahn® endoprosthesis) appears to be deployed. The last image appears to show at least 3 vsx devices are deployed. Cannot visualize the distal radiopaque markers of the most distal implanted device. Device photos: the device photos demonstrate damaged delivery system components for a viabahn® device(s). An endoprosthesis is not mounted on the delivery catheter consistent with the field¿s report of device deployment. The distal portion of the delivery catheter is presented in two separate pieces with detachment of the distal shaft from the transition and from the distal tip. The distal tip and distal shaft appear deformed/mangled, and there is visible fraying of the braid of the distal shaft adjacent to a radiopaque marker. The fraying is consistent with material damage that may have resulted from force sufficient to compromise the integrity of the bonds corresponding to the sites of component detachments. However, no further information on the component bonding sites could be discerned from review of the provided images. The primary reported failure mode, related to distal shaft/tip separation, was confirmed during evaluation of the returned device photos. The photos demonstrated two detachment sites, specifically at the proximal and distal ends of the distal shaft. Visible fraying of the distal shaft and deformation noted on both the distal tip and distal shaft are consistent with use of excessive force leading to component detachment at the assembly bond locations. However, further assessment of the broken components could not be conducted in the absence of a returned physical device. Additionally, the field indicated no specific report of excessive resistance or force during the procedure, and this investigation could not independently confirm how the device was handled in the field or any subsequent manipulation that may have compromised the integrity of the corresponding bond locations. Therefore, the root cause could not be established with the available information, including review of returned images.